Event description:
Several attempts were made to seat the liner into the shell but were not successful. The liner seemed to rock in place and would not initially drop into position for impaction eventhough it was aligned correctly with the tabs of the shell. 2 hr surgery delay.